Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis team. Failure analysis (fa) confirmed and reproduced the reported failure. The iesu was placed on an in-house system and was run in normal mode be fa. The iesu displayed m-02-3 errors upon consecutive startups.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer had replaced the monopolar cable due to question marks displaying with the first monopolar cable. The system logs were not available at the time of the call with the intuitive surgical, inc. (Isi) technical support engineer (fse). The customer stated that they would be using the bovie pen and had to power cycle the iesu to get it to work. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up the site and obtained the following additional information: the robotics coordinator confirmed that the ports were placed on the patient when the reported issue was identified. System functionality was checked upon powering on the system, and the system initially powered in without errors. The reported event was resolved by powering off and on for the bovie pencil to work initially and replacing the monopolar cord when it was not working. There was a surgical procedure delay of 3 minutes.